Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra resilia valve, the esheath+ was in rfa. The delivery system was entering the sheath when the valve emerged with a 90-degree bent strut. The physician was not comfortable deploying the valve, so they attempted to retrieve the it through the esheath; however, it started to push over the delivery balloon and eventually off the system altogether. The deep bend in the iliac was perceived to be the root cause of the bent strut. The physician then attempted to snare the valve into a dryseal 26fr sheath. Upon placing the sheath, it would not advance up the aorta and ultimately caused iliac vessel dissection. Vascular surgery was called but could not retrieve the valve, so they decided to 'crush' the valve against the vessel wall using a viabahn covered stent. There was bleeding, requiring transfusion. Blood flow was then restored. The sheath and delivery system had to be removed as one unit, and another sheath was prepared.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided. Calcification and tortuosity were observed in the patient's vasculature. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. In this case, the inability to withdraw system with valve through sheath was unable to be confirmed based on lack of returned device or relevant imagery. Available information suggests patient (calcification, tortuosity) and procedural factors (non-coaxial withdrawal, altered crimp profile (bent strut)) likely contributed to the event as it was reported and provided imagery revealed calcification and tortuosity in the patient's access vasculature. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) or partial inflation can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Due to difficulty during withdrawal, the operator may have applied additional force to overcome resistance. This could have caused the transcatheter heart valve (thv) to shift on the balloon or become fully dislodged from it. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturing reports submitted for this case.